Manufacturer narrative:
After the reported issues occurred, an olympus representative visited the user facility and confirmed the reported phenomenon. A scratch was confirmed on the power cord coating of the wn-np2, approximately 30cm from the isolation transformer. In addition, a short circuit was observed in the power plug. The subject device (ltf-vh) has been returned to olympus for further evaluation and the investigation is in process. The root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that approximately 13 minutes after the start of an unspecified therapeutic procedure, a color bar and an e315 error code (non-compatible endoscope) were displayed. At the time, an otv-s190, clv-s190, wm-np2, and the subject device (ltf-vh) were in-use. Upon reconnecting the subject device, the image was restored, and the scope continued to be used. Approximately 40 minutes later, the centralized power supply of the wm-np2 workstation turned off. After that, the scope was replaced with an ltf-s190-10 (endoeye flex deflectable videoscope), and error code e104 (fog free function) was displayed. Although the error occurred, the procedure was continued and completed without further issues. There was no patient impact. There was no patient or user injury reported due to the event. This report is being submitted for the issue with the lft-vh (hd endoeye laparo-thoraco videoscope), with patient identifier (B)(6). The otv-s190 (visera elite video system center) was submitted on medwatch #8010047-2022-11972, with patient identifier (B)(6). The clv-s190 (visera elite xenon light source) was submitted on medwatch #8010047-2022-11874, with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the legal manufacturer for additional evaluation. The event could not be reproduced. The maximum stress (load) that does not damage the scope (failure) tested, and continuous energization confirmation was performed normally (about 30 (about 180 minutes), but the event could not be confirmed. Based on the results of the investigation, it was not possible to clearly identify the root cause. However, the event might have temporarily occurred due to the following causes: 1. Adhesion of dust, dirt, foreign matter, etc. To the electrical contact part of the scope video connector unit causing insufficient connection status with the system. 2. The electric circuit inside the image sensor unit, which is built into the distal end of the scope, may have been hit or dropped, mechanical (mechanical) stress (load) is applied, temporarily degrading the electrical connection and outputting the image signal. 3. Electrical load due to energization of the image sensor (including mounted electrical parts) and each printed circuit board (including mounted electrical parts) mounted on the image sensor unit built into the distal end of the scope, due to the accumulation of (stress), accidental application of static electricity, overcurrent due to attachment/detachment while the system is on. However, the application of overcurrent, would likely be caused by attaching or detaching while the system power is on, overcurrent from other equipment or electrical wiring, or adhesion of dust or moisture to the system and scope connector electrical contacts. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.